Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Korea. Allegedly, four years after the initial breast surgery, the patient presented with discomfort and changes in breast texture. Imaging suggested rupture of the right implant and rippling with a thick capsule on the left. Surgery confirmed the right implant rupture and revealed that the left implant had been previously inserted upside down. Right: (B)(6), left: (B)(6).